Manufacturer narrative:
The customer's glidescope go monitor was indicated to not be returning to verathon for evaluation. Since the device was not returned to verathon for evaluation, the cause could not be determined. Review of complaint history for the reported monitor serial number (B)(4) did not identify any previous complaints reported to verathon. Trending analysis for the glidescope go monitors does not identify any trends exceeding acceptable limits. Review of the system risk assessment confirmed that the risk associated with the hazardous scenario has been adequately captured and characterized by verathon. Corrective action is not required at this time. Verathon will continue to monitor for trends.

Event description:
A customer reported that during a patient procedure, using a glidescope go monitor, the image flickered and went completely black after adjusting the display. The customer reporting isolating the reported issue to just the glidescope go monitor. The procedure was completed using another glidescope system, which was made available in an unspecified amount of time. No harm to the patient was reported.